Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and hospitalization. Customer's blood glucose level was unknown. Customer advised they went to the hospital 14 times in the last 5 years due to low blood glucose levels. Customer advised they had low sodium and experienced a seizure in addition to the low blood glucose levels. Customer advised they no longer used the insulin pump.